Manufacturer narrative:
Additional suspect medical device component involved: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: null, batch: 23254078.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation due to high impedances discovered on the lead. The patient underwent a revision procedure where the lead and clik anchor were replaced. The patient was doing well post-operatively. The explanted devices were retained by the hospital and were not returned to the bsc.